Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 56 mg/dl and food was consumed to address the bg level. The customer's healthcare provider had adjusted the pump settings and was the reported cause of the low bg. Tandem technical support advised the customer to discuss the event with the healthcare provider.